Event description:
It was reported that this right atrial (ra) lead was an attempted implant since it exhibited loss of capture (loc) and inappropriate sensing tested through device & analyzer. The root cause was not determined. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.